Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump. It was reported "last week on wednesday (B)(6) 2020, late tuesday night" (B)(6) 2020 (it was later stated event date was last week wednesday, at "I think 8:21 in the evening") the patient¿s pump "stopped working, it started beeping". It was further clarified the patient was hearing a dual tone alarm sound every 30 minutes or so and it was "driving me crazy". The patient went to the pain clinic last week (wednesday) and the healthcare provider (hcp) informed the patient the pump "motor froze up" and the hcp tried to restart it. It was noted the patient went into the hospital on thursday(B)(6) 2020 with drug withdrawals because she was "throwing up so bad, I couldn't hold nothing". The patient was discharged from the hospital two nights ago. The patient went back to the hcp to request pain medication since pump was not working and the pump was still beeping, but hcp stated he could not turn off pump alarm and redirected the patient to mdt to have the pump alarm silenced. It was also reported the hcp had called the company representative (rep) to try to walk through "adjusting rate, stuff like that, to see if they could get it started", but stated they weren't able to. The event date was (B)(6) 2020 (month and year valid). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturing representative (rep). The rep was seeing the patient and reported the patient had a motor stall. The motor stall had not recovered. Emi (electromagnetic interference) and magnetic interference was denied. The pump was programmed to minimum rate mode and would be programmed to off state on (B)(6) 2020. The pump had been delivering 25mg/ml of dilaudid.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the stall was unknown. It was reported that the pump was turned off.